Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that a one touch ultramini meter was showing her results from the memory when she attempted to test her blood sugar. This complaint is being classified based on the available info, as the pt could not be contacted by phone to obtain the additional info. It is unknown when did the alleged issue started. The pt mentioned that she was taking usual dosage of her diabetes medication, metformin 500 mg twice daily during the issue. She reported waking up with sweating and tingling sometime on nine days before. She tested her blood sugar on another meter and reportedly received a reading of 45 mg/dl. She ate and drank something at around 12:30 am and felt better after that. The pt mentioned that she had not tested her blood sugar a night prior to developing the reported symptoms due to the reported issue and had taken regular dosage of diabetes medication, metformin 500 mg that night. The customer service agent (csa) was able to resolve the issue by training during troubleshooting. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed that she was not able to test her blood sugar due to the reported issue and later, developed sweatiness and tingling and received a low blood sugar reading on another meter which could be suggestive of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.